Manufacturer narrative:
The actual device has been returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed which found that the ball bearings were damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the saw blade was not oscillating on the sagittal saw attachment device. There was a five minute delay to the surgical procedure. An identical spare device was available for use. There was patient involvement reported. There were no reports of patient or user injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.